Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was not returned for investigation. Device was serviced by sales executive at customer location. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device stopped working during the procedure. However, no harm occurred to the patient, user or third party. The procedure was completed with the same device after (multiple) restarts of the unit.